Event description:
It was reported that the patient was implanted on (B)(6) 2023 and now has a battery life of 8-15% and the physician is concerned about premature battery depletion. No other relevant information has been received to date.